Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history review was performed on the suspect product and no other confirmed failures related to the reported event were indicated.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the radical-7 ts (with pc and lncs dci sensor) shows a saturation between 100 and 97 percent with a lncs dci sensor. Suddenly, for no apparent reason, the radical-7 ts shoes a saturation between 80 and 84 percent; the saturation wasn`t correct. The nurse has wondered, because the condition of the patient has not fit to the values on the radical-7 ts. So the patient was connected to a dräger monitor with masimo set, also a dci sensor, and the values again matched to the patented state, 100-97 percent. No patient impact or consequence reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.